Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Within a few months after the implant, she began experiencing abnormal and severe lower abdominal pain and pelvic pain, abnormal and severe abdominal cramping, and vaginal discharge. On (B)(6) 2013 an hsg (hysterosalpingogram) test was performed and showed full occlusion. In (B)(6) 2013 she began experiencing abnormal heavy bleeding, pain during intercourse, weight fluctuations, and headaches. In (B)(6) 2014 she began experiencing severe abnormal menstruation pain and fatigue. On (B)(6) 2015 she underwent a partial hysterectomy and salpingectomy to remove her uterus and fallopian tubes. She was unable to work while she recovered from that very serious, painful and invasive removal surgery. Since the removal, her symptoms have gotten better. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy induced hypertension, gravida ii, parity 2 ((B)(6)2005, (B)(6)2008), endometriosis in 2001, polycystic ovarian syndrome from 2001 to 2002, low blood pressure, pelvic discomfort and vaginal discharge (not recovered prior to essure). Previously administered products included for an unreported indication: iud mirena from (B)(6) to (B)(6)2013. Concurrent conditions included overweight, weight gain and constipation. Concomitant products included anaesthetics (anesthesia), ibuprofen since (B)(6)2015 and oxycocet (percocet) from (B)(6)2015 to (B)(6)2015. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). In september 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). On(B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infections") and migraine ("migraines"). On (B)(6)2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("bloating / gassy, feeling full"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abnormal and severe lower abdominal pain"), abdominal pain ("abnormal and severe abdominal cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, dyspareunia, headache, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, fungal infection, migraine, abdominal distension and back pain had resolved and the genital haemorrhage and weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: no evidence of any trauma to any portion of the bladder.the patient appeared to have tolerated the procedure well. Patient underwent robotic-assisted single site total laparoscopic hysterectomy with bilateral salpingectomy, right sided ovarian cystotomy and cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion on (B)(6)2015 patient had surgical pathology report resulted in uterus ¿ c x bilateral tubes,uterus, cervix, bilateral tubes - received, labeledm "brittani burke" and "uterus, cervix, bilateral tubes", is a 93 gm uterus with attached cervix, 8.5 x 6.5 x 4.0 cm. The serosal surface is pink-tan with focal areas of purple discoloration. The attached cervix is 3.5 x 3.5 cm, with a slightly eccentric, ovoid os, 1.0 x 0.3 cm. The tan, trabeculated endocervical canal has an irregular transition zone. The triangular uterine cavity is lined with soft, tan, hemorrhagic tissue, 0.1 cm in thickness. The myometrium is unremarkable. Additionally received in the same container are two undesignated, rubbery, grey-purple, fimbriated fallopian tubes. The first is 5.0 x 0.9 cm. The lumen of the fallopian tube is unremarkable. The second fallopian tube is 5.0 x up to 0.8 cm. The specimen is inked, serially sectioned to show a normal appearing lumen. No ovaries are received with the specimen. Representative sections are submitted as follows: slide key: a1 - serosa,a2 - cervix,a3 - endomyometrium,a4 - full-thickness section,a5 - bilateral fallopian tubes, one inked. Final diagnosis: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: secretory phase endometrium. Cervix: no diagnostic alterations. Myometrium: no diagnostic alterations. Fallopian tubes: no diagnostic alterations confirmaing the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain and menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), endometriosis in 2001, polycystic ovarian syndrome from 2001 to 2002, low blood pressure and pelvic discomfort. Previously administered products included for an unreported indication: iud mirena from 2008 to (B)(6) 2013. Concurrent conditions included overweight, weight gain and constipation. Concomitant products included anaesthetics (anesthesia), ibuprofen since (B)(6) 2015 and oxycocet (percocet) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infections") and migraine ("migraines"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("bloating / gassy, feeling full"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abnormal and severe lower abdominal pain"), abdominal pain ("abnormal and severe abdominal cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, dyspareunia, headache, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, fungal infection, migraine, abdominal distension and back pain had resolved and the genital haemorrhage and weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: no evidence of any trauma to any portion of the bladder. The patient appeared to have tolerated the procedure well. Patient underwent robotic-assisted single site total laparoscopic hysterectomy with bilateral salpingectomy, right sided ovarian cystotomy and cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013 total bilateral occlusion on (B)(6) 2015 patient had surgical pathology report resulted in uterus ¿ c x bilateral tubes,uterus, cervix, bilateral tubes - received, labeled m "brittani burke" and "uterus, cervix, bilateral tubes", is a 93 gm uterus with attached cervix, 8.5 x 6.5 x 4.0 cm. The serosal surface is pink-tan with focal areas of purple discoloration. The attached cervix is 3.5 x 3.5 cm, with a slightly eccentric, ovoid os, 1.0 x 0.3 cm. The tan, trabeculated endocervical canal has an irregular transition zone. The triangular uterine cavity is lined with soft, tan, hemorrhagic tissue, 0.1 cm in thickness. The myometrium is unremarkable. Additionally received in the same container are two undesignated, rubbery, grey-purple, fimbriated fallopian tubes. The first is 5.0 x 0.9 cm. The lumen of the fallopian tube is unremarkable. The second fallopian tube is 5.0 x up to 0.8 cm. The specimen is inked, serially sectioned to show a normal appearing lumen. No ovaries are received with the specimen. Representative are submitted as follows: slide key: serosa, cervix, endomyometrium, full-thickness section, bilateral fallopian tubes, one inked. Final diagnosis: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: secretory phase endometrium. Cervix: no diagnostic alterations. Myometrium: no diagnostic alterations. Fallopian tubes: no diagnostic alterations. Confirming the injuries reported in this case, the following one/ones were reported in medical record:pelvic pain and menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number received, patient concomitant and historical condition added, concomitant and historical drug added. Events added as follows: vaginal haemorrhage, menorrhagia, fungal infection, migraine, abdominal distension, back pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc was received on 14-nov-2016. (B)(4). No sample available for this investigation since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.